Event description:
The patient was undergoing an excision of lesions on the floor of her mouth using a laser. The laser was set for 20 watts, and the surgeon periodically cleaned the tip of the laser fiber per protocol. The surgeon noticed that the aiming beam was gone and there was no tissue response to the laser. At the same time, he also noted the fiber-optic was getting hot and becoming discolored. He stopped the procedure, switched out the equipment and evaluated the patient who had a small burn on the mucosa of her lip. It was immediately treated, and has since healed with no sequela.